Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the other blood glucose level was 380 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer stated that the auto mode feature was active. Customer stated that the belt clip was broken off. The insulin pump will not returned for analysis.